Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled, ¿robot-assisted laparoscopic retroperitoneal donor nephrectomy and safe efficient improvement,¿ the following was noted: the article retrospectively analyzed the clinical data of (B)(4) living donors who underwent robotic-assisted laparoscopic retroperitoneal partial donor nephrectomy (ral-rpdn) using the da vinci si system at a center between (B)(6) 2016 and (B)(6) 2020. Intraoperative complications were assessed using the modified satava classification system. (B)(4) experienced grade ii complications due to vein ruptures, resulting in significant bleeding. Each of these patients required conversion to open surgery, with estimated blood losses (ebl) of 800 ml, 800 ml, and 2000 ml, respectively. Patients(B)(4) also required intraoperative blood transfusions. All vein ruptures occurred at the bifurcation where the gonadal vein joins the renal vein. Despite these complications, none of the patients experienced renal dysfunction during the 6-month follow-up period. Intuitive surgical, inc. (Isi) contacted the hospital's assistant director to obtain additional information regarding the reported events. According to the assistant director, the bleeding in the three patients were not caused by isi products but by unfamiliarity with the surgeon in the early stage and not yet passing the learning curve. The (B)(4) recovered well post-operatively. The assistant director said there were no incidents of patient deaths caused by the da vinci products.

Manufacturer narrative:
Based on the current information provided, the causes of the complications cannot be determined although the hospital's assistant director believes the bleeding in the (B)(4) patients were caused by unfamiliarity with the surgeon in the early stage and not yet passing the learning curve. Additionally, the assistant director indicated that the complications were not caused by an isi product/device. A log review cannot be performed due to insufficient information provided. The event dates and da vinci system information are unknown. Huang, h., qiu, y., liu, g. Et al. Robot-assisted laparoscopic retroperitoneal donor nephrectomy: a safe and efficient improvement. World j urol 42, 243 (2024). Https://doi.org/10.1007/s00345-024-04939-w.